Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, asthma, prostate. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged eye irritation, nose irritation, respiratory trat irritation, asthma and prostate. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In previous report, the manufacturer missed to capture the following information in the required section. The following corrections has been updated in this report. In section a : patient identifier has been updated. In section b :relevant test/lab data has been corrected. In section e : reporting institution name has been updated. In section h: patient outcome code grid has been updated.